Event description:
The customer reported the pilot balloon on the patient's tracheostomy tube had opened in the seal. It is unknown if there was any required intervention.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.